Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experienced low blood glucose. The customer's spouse reported that they received a button error alarm. The customer's blood glucose was 46 mg/dl at the time of incident. The customer's blood glucose was 159 mg/dl at the time of call. The customer's spouse stated that they treated the low blood glucose with food. The insulin pump will not be returned for analysis.